Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. Reportedly, the pump supplies were changed and a manual insulin injection was administered to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.